Manufacturer narrative:
Analysis of the stylet s/n unknown found that it was bent 4.9cm from the distal end, out of box. The fdr, fdm, and fdc coding now applies to the stylet. Section d information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the healthcare provider (hcp) noticed that the lead seemed curved out of the box, so a new one was opened and used for implantation which resolved the issue. The lead was never implanted and the event occurred on date notified. There was no associated patient harm. The patient's indication for implant is unknown.